Manufacturer narrative:
This report is submitted on february 26, 2021.

Event description:
Per the audiologist, the patient experienced pain and recurrent cellulitis at the abutment site. Removal of the abutment has been scheduled, but has not yet occurred as of the date of this report.